Event description:
It was reported that syringe 0.5ml 31g 6mm 10bag 30box mex had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: in their syringes for diabetes it is normal that they contain some type of liquid or lubricant. I recently bought a package of syringes and never in 10 years had I noticed or observed that there was any type of liquid, all new syringes bring between 3 and 5 units of air and at the moment of using them I remove the air to avoid leaving bubbles, however this time when I did this I observed that a certain liquid came out, I tried with another syringe and in a package approximately 5 came out in the package, it did not seem normal, I went to the pharmacy where I bought them and they told me that they could not do anything that I could speak to the customer service of the manufacturer or distributor. Be careful, I do not ask for it to be changed or reimbursed, I just want to be sure that this liquid does not affect my health or the other patients. I really hope an answer. I have evidence of what I say with videos and batch data and expiration dates.

Manufacturer narrative:
H6: investigation summary customer returned photos and a video of a 1/2cc, 6mm, 31g syringe from lot # 0272767. Customer states that the syringes contain some type of liquid or lubricant. The photos and video were examined and exhibited a clear droplet of material coming out of the cannula. Without the physical sample to carry out analysis, it is difficult to determine the identity of this material solely from the photos and video. During the documentary review, no quality events records were found in the product conditioning, the batch were inspected and later released in accordance with the valid work instruction. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the photos and video. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31g 6mm 10bag 30box mex had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: in their syringes for diabetes it is normal that they contain some type of liquid or lubricant. I recently bought a package of syringes and never in 10 years had I noticed or observed that there was any type of liquid, all new syringes bring between 3 and 5 units of air and at the moment of using them I remove the air to avoid leaving bubbles, however this time when I did this I observed that a certain liquid came out, I tried with another syringe and in a package approximately 5 came out in the package, it did not seem normal, I went to the pharmacy where I bought them and they told me that they could not do anything that I could speak to the customer service of the manufacturer or distributor. Be careful, I do not ask for it to be changed or reimbursed, I just want to be sure that this liquid does not affect my health or the other patients. I really hope an answer. I have evidence of what I say with videos and batch data and expiration dates.